Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The device was found out of spec with respect to the reported door not fully latched message, which was reproduced. The messages were found to be caused by a misaligned link switch on the lower auxiliary assembly. The lower auxiliary assembly was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message. It was also reported there was no pt involvement.